Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer reported that there is damage to the battery compartment. Customer's blood glucose levels were not included in the report. Customer stated that they changed out the battery and the battery compartment crumbled. Customer also reported that the insulin pump experienced a full black display screen. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with missing segment/partial display due to cracked zebra connector. We were unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self-test, unexpected restart error test and off no power test due to cracked zebra connector. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip.